Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed during routine follow-up. Increased threshold during an unrelated procedure and lead dislodgement were also noted. The lead was repositioned successfully and remains implanted and active. The patient experienced no symptoms and tolerated the procedures well.